Event description:
I got breast implants about 2-3 years ago. They're natrelle silicone filled implants and as the year passed, all of sudden last year as I was touching my breast, I felt a ball on my left side of my implant and now it just started getting bigger, I feel two now I feel sick at times. I want to report this please. I want to see if you guys think it's serious. I will take all tests to check this out. I need help please. FDA safety report ID# (B)(4).